Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Then, when attempting to reload the cartridge, the customer received a minimum fill message. Reportedly, the customer was unsure of the amount of insulin that was in the cartridge. The customer's blood glucose level was 183 mg/dl. The customer was able to complete the load sequence, and resumed insulin delivery. Additionally, it was confirmed that the customer will continue using the pump until the replacement pump arrives.

Manufacturer narrative:
The failure investigation has been completed. No failure was identified for the minimum fill message.